Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and a bent cannula. Customer's blood glucose level went as high as 488 mg/dl. Troubleshooting for bent cannula was performed. Customer was advised to return the infusion set for analysis and that they would receive a replacement set. Troubleshooting for the no delivery during manual prime was performed. Customer was advised to change out the complete set and reservoir. Troubleshooting and changing out the complete set resolved the issue.